Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to clean the bezel and inspect the harness. Covidien was not authorized to service the device.

Event description:
It was reported that, an 840 ventilator generated a touch screen diagnostic message. The ventilator was not in use on a patient at the time the event occurred. In addition, it was reported that, the event resulted in a delay in patient therapy. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.